Event description:
During the ivtm therapy, the thermogard xp ivtm system sn (B)(6) powered off after 2 hours. The thermogard system was restarted and the therapy was completed with no further issues. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has received the thermogard xp ivtm system sn (B)(6) for investigation. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) powered off was confirmed during the functional testing. Although the thermogard system passed the power on self-test during the functional testing, the system generated noise, and the coolant was discolored. The likely root cause of the reported complaint and the observations during the testing was the aging compressor and cooling engine (ce). The thermogard system was manufactured in 2008 and is over 16 years old. Unrelated to the reported complaint, a cracked pump lid was noted upon visual inspection. The observed physical damage was likely attributed to user handling or wear and tear. The event log review indicated tcmid:02 (ce danfoss error), which the customer did not report. Although the error was not reproduced during the functional testing, the likely root cause could be the aging compressor and cooling engine (ce). The thermogard system passed the functional testing without error. Considering the age of the device, zoll offered to replace the cooling engine (ce) or trade-in. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).